Manufacturer narrative:
H11: fourteen (14) actual devices and thirteen (13) photographs of samples were provided for evaluation. A visual inspection was performed on the photo samples, and small spots of particles in the sealed packaging of the products were observed. A visual inspection was performed on the actual samples, and particles of foreign matter in the sealed product packaging were observed. Three (3) samples had a black spot on the white connector. The fourth sample had a blue fiber on the white connector. The fifth sample had two dark fibers on the white connector. The sixth sample had a dark spot or fiber on the white connector. The seventh sample had a black spot on the white connector. The eighth sample had a black spot on the cap of the syringe connector. The ninth sample had a dark fiber on the white connector. The tenth sample had black spots on the blue syringe connector. The eleventh sample had a black spot or fiber on the white connector. The twelfth sample had a black spot on the tubing. The thirteenth sample had black spots on tubing. The fourteenth sample had dark fibers on the white connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate matter (pm) was observed in fourteen (14) syringe inlets. The location of the pm was not reported. This was noticed during setup/preparation. There was no patient involvement. No additional information is available.